Event description:
It was reported that the user experienced multiple occlusion alerts on the insulin infusion set, was unable to resume insulin delivery despite attempts to clear the alerts, and restored delivery only after changing supplies; the user reported use of an inset 23"-6 mm infusion set, had limited remaining cartridges and no connectors, and courtesy replacement supplies were arranged. Symptoms included elevated blood glucose, with a reported value of 176 mg/dl, and no hypoglycemia or other adverse clinical effects. Outcomes included temporary interruption of insulin delivery and the need for replacement consumables. Investigation included complaint intake, troubleshooting, and user education on occlusion resolution and supply replacement. Investigation of this case revealed an occlusion associated with the infusion set and related disposable components, consistent with supply-related flow obstruction that resolved after changing the set and consumables. It was concluded, based on previously established findings for similar reports, that the cause was user-dependent or disposable component-related occlusion without device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.